Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 5.1cm abdominal aortic aneurysm and a 2.8cm right common iliac aneurysm. It was reported that a type ia endoleak was observed during the final angiogram. The patient received treatment with 8 endoanchors being implanted which resolved the event. As per the physician, the cause of the event was anatomy related, due to a short angulated neck. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Film evaluation summary; the exact cause of the proximal type I endoleak reported during implant could not be determined form the limited still images provided. CT¿s prior to implant were not available, and a complete assessment of the patient¿s anatomy could not be performed. A pre-implant sizing worksheet revealed that the patient had a conical-shaped proximal neck which measured 25mm in diameter just below the lowest left renal, and ranged in diameter from 24 to 32mm along the 20mm length neck. Three (3) still angiograms during implant confirmed that the neck was also moderately angulated in the lt-rt axis. An aui was seen having been implanted just below the renal arteries, and contrast injection showed a likely proximal type I endoleak. After implanting multiple endoanchors into the proximal perimeter of the aui and neck, and the previously seen endoleak appeared to have resolved. It is possible that implanting within the conical and angulated proximal neck may have contributed to the proximal type I endoleak. It is also possible that stent graft oversizing, implanting a 36mm catalog aui into the 24 ¿ 25mm proximal neck, may have also contributed to the endoleak. If information is provided in the future, a supplemental report will be issued.